Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n4h1810y); sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n4h1810y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary parenchyma, when attempting to use reinforced in bulla resection, the reinforce fixing suture (on the cartridge side) was detached upon opening two in a row.  Due to misalignment of the sheet, both the cartridge side and the anvil side sheets were removed and used. The third device was opened, the fixing suture was attached correctly, it was used as usual. There was no patient injury. Medtronic's initial evaluation of the incident device found failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage.